Event description:
It was reported via repair work order that the head end lift would not lower due to pinched power coil and also it was reported that lifts lost limits due to potentiometer alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.